Event description:
While staff were attempting to bag the pt via mapleson, it appeared that the o2 flow was not correct despite the flow meter ball moving. Device was making a whistle sound. Device was removed from service and replaced with a new one. The device has been returned to the MFR for eval.